Manufacturer narrative:
Product event summary: analysis confirmed the programmer was not able to interrogate a evera device. The programmer was found to have a memory issue.

Event description:
It was reported that interrogation between the programmer and a certain device type could not be performed. Even by selecting the device type from the select model screen, the display for it was not shown but instead went back to the select model screen. When other devices were chosen, it proceeded to the screen for interrogation. Another programmer was brought to the hospital and interrogation between the replacement programmer and the device was successfully performed and the check was completed. Afterwards, the above reported programmer was started and it took a while for it to start. It did not work when the certain device type was chosen in the select model screen. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.